Event description:
It was reported by the customer that they were having an issue with expiratory knob. Its peep value starts changing at the end portion only. Its pep also goes negative when is fully counter clockwise. No pt involvement reported.

Manufacturer narrative:
The reported unit was not made available to the MFR for evaluation. Attempts were made to obtain the return of the device. No pt involvement was reported. Should the product be returned or new info is made available, a follow-up report will be provided.